Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p70-77 that has a similar product distributed in the us, list number 07p70, with 510k/PMA/bla number k173122.

Event description:
The customer observed falsely elevated alinity I free t4 results. The following data was provided: sid (B)(6) initial alinity I free t4 result was >64.35 pmol/l, repeated 13.38 and 13.61 pmol/l. (Reference range was 9.01-19.05 pmol/l). No impact to patient management was reported.